Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a scheduled atrial lead explant procedure. The atrial lead had exhibited noise which led to inappropriate mode switching the noise was first discovered after reviewing a merlin.net transmission from (B)(6). The patient's right ventricular lead had a history of low amplitude sensing of r-waves. On 07/17/17 both leads were explanted and replaced. The patient was stable before, during, and after the lead replacement. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found that the insulation was abraded exposing the outer conductor coil at 12.0cm to 12.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.